Event description:
User adhered pad directly on to the skin on his back, and was burned.

Manufacturer narrative:
User reported pad was adhered directly to skin. Labeling instructions state: "2. Remove the paper from the adhesive backing to adhere the pad to clothing. Do no adhere the pad directly to the skin. Remove the pad immediately if it becomes too warm and uncomfortable." " if not used correctly, burns may occur." Okamoto's testing of one piece from the same package as well as ten retain samples from the same lot were tested and found acceptable based on the standard for temperature range, rise time and duration. While the company does not believe that the events described above constitute a 'serious injury' within the meaning of the regulation, the company has elected to submit this report.